Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from october 12, 2021 - october 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. It was stated that "there was still drug in the pump at approximately level 0.5." This was observed during patient infusion. The device was filled with unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.